Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
The anterior chisel snapped off into the femoral finishing block.

Manufacturer narrative:
Additional narrative: the device associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot codes required were not provided. A complaint database search against reported product code 202485000 finds additional reports of blade breakage. Previous investigations of tip damage/breakage found evidence indicating the blade tip made contact with the cutting block fixation pins. The sigma partial knee unicondylar surgical technique, 0612-05-507 rev, 4 page 17, states " the chisel is required only in the track closest to the patella. For knees that do not achieve adequate fixation with the outbound pins, an additional pin can be placed proximally. Pin the hole farthest away from the patella and use the anterior chisel in the track closest to the pin. The investigation could not draw any conclusions about the current reported event without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.